Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a femoral fracture sustained in a fall. The 25 year old knee construct was revised to a gmrs distal femoral replacement. Wear was noted on the insert but was expected.